Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the patient turns stimulation on, they feel shocking sensations in both arms. It was reviewed that it is not unusual for the patient to feel sensation in the extremities when stimulation is first turned on. It was suggested making sure soft start is at the maximum and that the patient can turn stimulation down before turning stimulation on and then increase to the desired setting can help to reduce the shocking sensation effect. The healthcare provider (hcp) will check impedance to make sure there is no system issue. The patient has only turned stimulation off once since they do not like the sensation of when stimulation is first turned on.